Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 (lot number a95862). Additional information was received on (B)(6) 2014. Physician reported that during insertion end of essure, the coil broke off, it was counted 5 coils. Doctor was able to retrieve it from the uterus and the patient was not harmed. Doctor had questions about safety, effectiveness and if essure device needs to be removed. Follow-up information received on (B)(6) 2014. It was reported that the outer coil broken and the physician was able to retrieve it from uterus. It was counted 5 coils. It sounds as if the essure was placed properly in the utj and looked like what broke off was 5 coils of the 0-17 coils allowed to be trailing into the uterus. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: lot a95862. Production date: (B)(6) 2013. Expiration date: 31-jan-2016. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of (B)(6) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design (B)(4). Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, at this point in time no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported yet, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on (B)(6) 2014: sales representative clarified that the initial receipt date was (B)(6) 2014. Company causality comment: this spontaneous medically confirmed case refers to a (B)(6) female patient who during insertion end of essure (fallopian tube occlusion insert) coil broke off/broken outer coil, interpreted as device breakage. Device breakage is a non-serious event and it was considered listed upon receipt of the product technical analysis. Based on the information received, and given the nature of the reported event, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the reported breakage. A complication of device insertion was also reported. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Follow up information received on 21-apr-2015: follow-up attempts were done, with no response to date. Company causality comment: this spontaneous medically confirmed case refers to a (B)(6) female patient who was submitted to an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure the end of coil broke off/broken outer coil. This event is non-serious and was considered listed according to the product technical analysis. Based on the information received, and given the nature of the reported event, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the reported breakage. A complication of device insertion was also reported. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.